Event description:
It was reported that a pt who had received v.a.c. Therapy for approx two months in 2008 for an abdominal surgical wound allegedly developed a fistula and became infected after a piece of v.a.c. Granufoam was inadvertently left in the wound tunnel. According to the pt's physician, three months later, the piece of v.a.c. Granufoam was allegedly excised from the wound. According to the pt's physician, the pt had a draining sinus tract for approx two months prior to the incision and drainage; at which time, the foam was identified in the wound. Additionally, there was no fistula identified when the incision and drainage was performed on the pt's wound. The physician stated that the pt completely healed within one month.

Manufacturer narrative:
During the course of the pt's therapy, dressing changes were performed by several healthcare facilities including, a long term care facility, a home care agency and an outpatient wound care center. Therefore, it cannot be determined when the foam was inadvertently left in the wound. V.a.c. Labeling warns under "foam placement": "do not place any foam dressing into blind/unexplored tunnels. The v.a.c. Whitefoam dressing may be more appropriate for use with explored tunnels. Always count the total number of pieces of foam used in the wound and document that number on the drape and in the pt's chart." It also states under "foam removal": v.a.c. Foam dressings are not bioabsorbable. Always count the total number of pieces of foam removed from the wound and ensure the same number of foam pieces was removed as placed. Foam left in the wound for greater than the recommended time period may foster in-growth of tissue into the foam, create difficulty in removing the foam from the wound, or lead to infection or other adverse event."